Manufacturer narrative:
The revision reported was likely the result of the infection as reported. However, infection cannot be confirmed from the information provided but may be related to an underlying patient condition and/or the surgical procedure. The prosthesis wear noted on the returned humeral liner appears to be secondary to impingement with the scapula over time, resulting in scapular notching. However, infection and the series of events cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as no radiographs or relevant clinical information was provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient, initial right shoulder implanted and then, underwent a revision procedure. The shoulder became infected. They explanted all implants and then implanted an antibiotic spacer. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are available for return. No device images are available. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d6a: remove date - date is unknown. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d10, h11. D10: 320-10-00 - equinoxe reverse tray adapter plate tray +0: a773546. 320-20-00 - eq reverse torque defining screw kit: a779116. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.